Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from customer biomedical engineer (bme), reporting the touchscreen on the v60 ventilator was not functioning properly. The device was in clinical use. There was no report of harm. The device was exchanged for another v60 ventilator to continue therapy. The device did not meet specification for intended use and was removed from service. A philips sales representative evaluated the issue with the biomedical engineer (bme) and reported the device function returned with a device power cycle. The device was submitted for a periodic maintenance (pm) evaluation. The investigation is ongoing.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and reported the issue was not duplicated during inspection. The device was confirmed to be operating per specifications and no failure was identified. The touchscreen was replaced as a preventive measure to avoid recurrence. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported no issues with touchscreen operations were found during the diagnostic check. This touch screen passed all diagnostics testing. The pil technician verified that the suspect touch screen passed the functional testing per test#3 in the service manual. The technician verified that the touch screen touch points are aligned on the stb. The pil technician verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. The pil part analysis concluded the touch screen operates as designed; no fault found. H11: d4 - product UDI #.